Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. At a later date, the ipp cylinder and pump were explanted and a crack was found in the pump connecting tube. The components were replaced and there were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the pump did not reveal any visual leaks and passed functional testing. The inspection of the cylinders did identify a hole in the outer tube due to wear from the input tube, but the cylinder passed the leak testing performed. The other cylinder presented cylinder on cylinder wear, buckling of the outer tube, and a hole consistent with sharp instrument damage. Based on the information available and analysis results, the product allegations could not be confirmed; therefore, the conclusion of cause not established was chosen.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. At a later date, the ipp cylinder and pump were explanted and a crack was found in the pump connecting tube. The components were replaced and there were no patient complications reported.